Event description:
The patient reportedly experienced intermittency and loss of lock. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Testing confirmed that the device is not functioning. Surgery to explant the patient's device has been scheduled.